Manufacturer narrative:
The provider was not able to identify.

Event description:
Practice reported on (B)(6) 2015 that the patient has hypotrophic, hyperpigmented scars as a result of a burn from a treatment (B)(6) 2014. The cause of the burn is unknown.&#2049; according to the ulthera medical director in agreement with the treating physician, that theoretically it is possible patient had some preexisting scarring or skin thinning from a previous face lift and these skin segments reacted differently to ulthera. The practice was not able to identify the serial number of the device used for treatment though multiple attempts to gather this information were made. Since the practice is not responding to repeated requests for additional information, ulthera is unable to investigate the device.